Event description:
This complaint originated from a foreigner distributor in (B)(4). The distributor reported a low o2 inlet alarm. The alarm disappeared after they replaced the regulator. The distributor did not indicate whether there was pt involvement during this incident.

Manufacturer narrative:
Results of investigation: the regulator was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be material degradation. The regulator was installed on a good unit and when powered on the o2 inlet was reading below the 50 psi set at 44 psi. They notice a leaking sound; they tried to adjust the regulator knob but it was hard to rotate. They removed the regulator and disassembled it to inspect the interior and found o-ring fragments inside the piston sleeve. The regulator is normally replaced during the one year preventative maintenance schedule but the customer failed to maintain it at the recommended schedule.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement regulator. A return goods authorization (rga) number was also issued for the return of the alleged faulty regulator for eval. As of july 22, 2015, carefusion has not received the alleged faulty regulator.